Event description:
It was reported that the user experienced frequent low and fluctuating glucose readings, with lows to 64 mg/dl and highs to 400 mg/dl, while using the ilet and treating lows with oral glucose; the user takes metformin and lisinopril and noted nighttime and work-related lows with increased stress. Symptoms included hypoglycemia, hyperglycemia, and shaking or tremors. Outcomes included a minor illness or impairment. Investigation included communication and interviews, along with analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.